Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. A field service engineer logged into windows via cfnadmin and diagnosed network connectivity. Reset ethernet adapter. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system is in disconnected mode and on critical override. The customer stated that the malfunction occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.